Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis revealed that the helix of the lead was extrinsically bent. It was also noted that the helix of the lead was extrinsically compressed and visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that, during the implant procedure, the helix of the pacing lead could not extend. A new lead was implanted. No patient complications have been reported as a result of this event.